Event description:
It was reported that the customer experienced frequent occlusion alarms occurring every day. There was no adverse impact to the customer's blood glucose level. The customer originally declined any follow-up from tandem technical support, but occlusions continued and ultimately the pump was replaced.